Event description:
Boston scientific received information that five days post-implant, this left ventricular (lv) lead was confirmed via x-ray to be dislodged. An attempt was made to reposition the lead, but the patient experienced diaphragmatic stimulation when the lead was advanced. The lead was explanted and another model was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
The explanted lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.